Event description:
Additional information was received that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms, along with oversensing of noise. A revision procedure was performed where the rv lead was surgically abandoned and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was lost to follow up and came into the clinic as they thought they received a shock from the device. Upon interrogation it was found that no shock was administered, however the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) did exhibit high out of range pacing impedance measurements of greater than 2000 ohms and high threshold measurements. A review of the device's data found a stored episode of noise from nine months earlier and high out of range impedances going back 11 months. At this time the rv lead and ICD remain in service and the patient is waiting for insurance approval for a replacement procedure. The outputs were reprogrammed and no adverse patient effects were reported.